Event description:
As reported by our (B)(4) affiliate, during a successful transfemoral tavr procedure, the access vessel was pre-dilated without issues. The physician had difficulty during insertion of the delivery system. The act level at the time of the esheath insertion was 289 seconds and it was controlled above 250 seconds. Two days post procedure the patient developed a right iliac artery occlusion and a thrombectomy was performed with a fogarty catheter. During the treatment, approximately 50mm of intimal tissue was pulled out with a thrombus. Since the physician thought it could be treated like an arteriosclerosis obliterans, a stent was not placed and the site was closed. The patient was doing well and started rehabilitation. The patient¿s access vessel minimum luminal diameter (mld) measured 5.8mm with mild calcification and no tortuosity. The physician mentioned that there might have been a possible dissection during the final angiography on the tavr procedure, but he could not have pointed it out then.

Manufacturer narrative:
According to the instructions for use (IFU), complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). The minimum required vessel diameter for a 16 fr esheath is 6.0 mm. The patient¿s access vessel minimum luminal diameter (mld) measured 5.8mm with mild calcification and no tortuosity. In this case, it is likely that access vessel diameter smaller than minimum requirements and insertion difficulty with delivery system caused the iliac artery dissection. The exact cause of the thrombosis found 2 days post procedure is unknown; however, the unnoticed arterial dissection likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.